Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask. On an unreported date in the same month as the onset, the patient was hospitalized for the peritonitis event. On an unreported date in the same month as the onset, the patient began treatment with vancomycin injection 2 grams stat intraperitoneally and then repeat every third day (duration not reported), ceftazidime 2 grams daily intraperitoneally for fourteen days, and heparin 2 milliliters intraperitoneally in every exchange (international units dosage, specific frequency of exchanges, and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. The patient was recovering from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was recovered from the previously reported peritonitis (previously the outcome was reported as recovering), the peritoneal effluent fluid was clear, and the patient was doing well. Should additional relevant information become available, a supplemental report will be submitted.